Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, resolving the issue, and advised the caller to continue using the pump while instructing to call back if the malfunction recurs.